Manufacturer narrative:
The cartridge was disposed of and is not available for investigation. The cartridge lot number was not provided; therefore a DHR cannot be performed. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
It was reported on (B)(6) 2015 that the venous tip on the cartridge broke off in the patient's catheter. The technician from the dialysis center successfully removed the tip from the catheter. The patient's catheter did not require replacement and no other medical intervention was required.